Event description:
Rptr had this co's implants implanted on 2/21/84 to replace another co's implants. Her initial surgery was an 80% mastectomy due to fibrocystic disease/sclerosis. In 11/89, she was diagnosed with chronic fatigue syndrome and it is worse, causing numerous problems. She also has low immunity panic disorder and depression. (Same rptr referred to in 1003635, 1003636 and 1003638).